Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history. There was a lump and insulin leaking at the cannula site. The adhesive pad was wet and she also could smell insulin. Upon further inspection she noticed the cannula was bent.